Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was non-structural valve dysfunction: paravalvular leak and a new occurrence or increase of at least one grade of intra-prosthetic aortic regurgitation (ar) resulting in at least moderate ar, with severe hemodynamic valve deterioration. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure was appropriate. No patient complications were reported as a result of this event.